Manufacturer narrative:
User facility was unable to supply the correct lot # of the device used, consequently, the MFR date of the device is unk. This device has been rec'd by the MFR, but the physical eval has not yet been performed. At this time, we are unable to determine if the device met spec. The april 2007 15-mo renegade hi flo complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
The complainant reported that a therapeutic uterine fibroid embolization procedure was being performed on a female pt. During the course of the procedure, the guidewire successfully entered the catheter hub. The guidewire was inserted into the catheter prior to the unit being advanced through the guiding catheter. After the catheter was in position, the clinician was then about to do the other side, when the guidewire broke and the 5 cm distal end of the wire became totally detached and migrated into the pt. The physician then successfully snared out the detached piece and obtained another wire to complete the procedure with the catheter from this device. The complainant reported that the procedure was successfully conducted and other than migration and removal of the detached piece of wire, there was no adverse affect to the pt as a result of the reported malfunction.